Manufacturer narrative:
Device has been evaluated but not repaired. The device was returned to the customer unrepaired at customer's request.

Event description:
The manufacturer received information alleging a ventilator was alarming for a high internal oxygen condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue.